Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. Since the device was not returned, an investigation could not be performed, and a root cause could not be determined. The event of swelling was assessed as not serious. Based on the provided information, the event of swelling was possibly related to the zoll catheter due to relevant timing and location. Swelling during thrombosis is a common symptom and could potentially occur with the usage of any catheter. The event swelling is possibly related to the device and casually related to the procedure. The patient was in a high-risk category for dvt due to the pre-existing condition of chronic circulatory disorder affecting the vessels in his legs and the leriche syndrome. The patient is in stable condition. The event of dvt was assessed as serious because based on available information, treatment was required. The event was assessed as probably related to the zoll catheter due to the relevant timing and location of dvt. Dvt is an anticipated event and could potentially occur with the usage of any catheter. The event is probably related to the device and probably related to the procedure. Dvt is a known complication of central catheters of any kind. Patients in critical condition are treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. The development of thrombus is a common complication in such patient populations. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%, patients with peripheral central catheters had a significantly higher incidence rate of dvt than patients with cvc (27.2% vs 9.6%, p=0.0012). The rate of dvt in the patient population receiving ivtm post-cardiac arrest is 1.7%. Four randomized controlled clinical trials conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. The rate of dvt in the patient population receiving surface cooling has been reported between 3 and 15%. Timely administration of prophylactic anticoagulation is safe and significantly reduces dvt rates in high-risk patient populations [zoll white paper on dvt]. Event of surgical intervention -amputation was serious because it met the criteria for seriousness. Amputation is an unlikely outcome for patients with therapeutic hypothermia. In this case, the event occurred many days post-treatment and was likely the result of complications from the pre-existing condition of leriche syndrome. The event is unlikely related to the device and probably related to the procedure.

Event description:
A 50-year-old male patient, weighing 70 kg, was admitted to the ICU due to a stroke on (B)(6)2023. The patient was transferred from another clinic where had a blockage in the vertebral artery (v4 occlusion) and received lysis therapy. On (B)(6) 2023 a deterioration of the patient thrombectomy by brachialis with contrast medium resulted in leriche syndrome detection. On (B)(6) 2023 the patient's fever was up to 38,4°c. The medical team initiated intravascular temperature management (ivtm) therapy using an icy catheter (lot unknown) to induce hypothermia. The patient had a known pre-existing condition of chronic circulatory disorder affecting the vessels in his legs. The blood coagulation was within normal parameters before starting the therapy. The icy catheter was placed in the left femoral vein from the first attempt. The insertion was smooth. Following catheter placement, the patient received a heparin bp infusion at 500 iu per hour, as a standard for stroke patients. The ptt (partial thromboplastin time) with a target range of 40-50% was set. In addition, the dobutamine for vasodilatation, and antibiotics were administered to the patient. The patient's target temperature was set at 36°c. After 48 hours of therapy, on (B)(6) 2023, when the patient's temperature reached the target, the swollen, warm, and not reddened lower left leg was observed. The sonogram was performed and the thrombosis was noted on the catheter. Promptly, the catheter was removed, and heparin delivery was increased up to 1000 iu per hour. The ptt target was increased to 80-90% with heparin perfusor. The presence of a thrombus attached to the catheter upon removal was observed. The thrombus was fragmented and loosened. Subsequently, the patient was disconnected from the thermogard console, and arctic sun was employed as an alternative treatment. The pulse oximeter was connected to the patient's toe to measure the saturation of oxygen. On (B)(6) 2023, a saturation of oxygen returned no value, a pelvic angiography was performed followed by the leg fasciotomy confirming compartment syndrome. On (B)(6) 2023 a wound revision and necrotomy were performed followed by a vacuum assisted closure (vac) application. On (B)(6) 2023 a necrosis on the lower leg became worse due to poor blood circulation, and a decision was made to amputate the left leg above the knee. At present, the patient remains under intensive care, but their condition is stable. According to the user, both the catheter and the pre-existing condition (leriche syndrome) caused the amputation. The catheter caused thrombosis, and the pre-existing condition caused decreased blood flow in the legs.